Event description:
Pt reported that back to back tests performed on the surestep meter was 257 and 196 mg/dl (27% difference). Control solution test result (118) was in range. No symptoms were reported. There was no allegation of harm.